Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board. There was an md5 failure while programming the flash memory. The flash memory had an intermittent bga connection which was discovered through the use of flash memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective charger/modem. The patient was issued a replacement charger/modem.

Event description:
While fitting a (B)(6) male patient, a zoll patient service representative (psr) contacted zoll customer support to report that the charger would not power on. The patient was issued a replacement charger/modem.